Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. No devices or photos were returned for evaluation. The device history records were reviewed for the stem, liner, glenoshpere, and base plate with no deviations or anomalies being identified. This device was used for treatment. The complaint history reviews were conducted for the devices and found no additional complaints for the same lots. A definitive root cause of the reported issue cannot be determined with the information provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 4 mdrs filed for the same patient (reference 1822565-2017-00298 / 00299 / 00301 / 00302).

Event description:
It is reported that during shoulder arthroplasty, the patient experienced periprosthetic fracture of the glenoid intraoperatively. Subsequently the patient underwent shoulder arthroplasty revision approximately three weeks post-operatively. All devices implanted were removed.